Event description:
It was reported that the patient experienced pain in both feet post operative. It was also noted that there were high impedances on the entire lead. The physician proceeded to remove the lead.

Manufacturer narrative:
(B)(6). The returned lead and was analyzed and the allegation of high impedance has been confirmed. X-ray inspection revealed that electrode 3 of the distal end has a fractured cable right at the weld nugget. This type of damage typically occurs when excessive mechanical force is exerted onto the lead body. The fractured cable is not exposed. The broken cable is still contained inside the distal array. No manufacturing deviations were noted that could have contributed to the event reported. The probable cause selected is unintended use error caused or contributed to event. Damage most likely occurred during the implant procedure.

Event description:
It was reported that the patient experienced pain and discomfort in both feet post operative. It was also noted that there were high impedances on the entire lead. The physician proceeded to remove the lead.